Manufacturer narrative:
Product ID 8709sc (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2018; product type catheter product ID 8780 (B)(4) implanted: (B)(6)2018 explanted: unknown; product type catheter; ubd: (B)(4) UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. The rep reported the patient had returned for a catheter replacement. At this time, the physician replaced the entire catheter with a new catheter. After the replacement, the physician noted a break/hole in the old catheter.

Manufacturer narrative:
Refers to the main device, the other relevant component includes: product ID (B)(4) serial# (B)(4)1 implanted: (b)($) 2011; product type catheter; ubd: (B)(4) 2013; UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2018. It was reported the fluid in that patient's pump pocket was cerebral spinal fluid (csf), and it was indicated there were "holes" in the catheter. It was also determined that the patient's headache was related to a csf leak. The hcp indicated the catheter cut had occurred along the proximal region of the catheter, and the patient still had a headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the surgeon opened up the pump site and fluid came out. The fluid was cultured. The surgeon found a small cut in the catheter, that likely occurred during the patient's previous pump replacement ((B)(6) 2018) of unknown cause. The surgeon cut the catheter and connected the two pieces together. The surgeon then accessed the catheter access port (cap) to confirm flow, and found no other problems. The patient was doing well, and the rep had not heard anything since.

Manufacturer narrative:
The main device, the other relevant component includes product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 15 mg/ml of dilaudid at 3.5 mg/day and 26 mg/ml of bupivacaine at 5.833 mg/day via an implantable pump for spinal pain. It was reported the patient had experienced a headache of an unknown origin, which had lasted for weeks since the patient¿s pump was replaced. It was indicated the new pump was implanted on (B)(6) 2018. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The healthcare provider suspected a cerebrospinal fluid (csf) leak. An exploratory surgery was being performed to rule-out a csf leak. The issue had not been resolved at the time of the report, and the patient¿s status was provided as ¿alive-no injury.¿ other medications being taken at the time of the event, along with the patient¿s weight and medical history, were not available to the manufacturer. No further complications were reported or anticipated.